Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant troponin I (tni) results on triage cardiac panel test compared with architect for one patient. It was reported: "the customer is in the middle of a correlation to bring on triage meter as tni back-up for architect. The repeat troponin run on the architect was 0.97, 0.97 the same as the initial run. Results on the triage for the same specimen were 0.10 and 0.13 ng/ml." On (B)(6) 2013, we were made aware that the patient was having an event. We requested further details regarding the reported event but no information was provided. Technical support attempted to contact the customer several times but was still unable to obtain further information on the reported event. We will re-evaluate the event if additional information becomes available.